Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. The device was in working order and left abbott vascular as per specs. It was not stated if the stent graft was used as per the indication. The device was not returned for investigation and therefore, no complaint route cause can be identified. No additional event or pt info is available. No device malfunction can be determined due to the lack of procedure, and pt info and the lack of device investigation.

Event description:
Reporting status: death. Reporting rationale: stent dislodged, pt went into cardiac arrest and died after surgery. Device issue: stent dislodgement. Reportedly, the stent was planned to be implanted into the circumflex to seal a perforation, but got lodged into the left main/lad. The perforation was not sealed. The pt went into full arrest and was taken for emergent open heart surgery. The pt died after surgery. There was no evidence of left ventricular recovery. No additional event or pt info is available.